Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
When retrieving a pin 3.2x140 ref143140 lotw53705 from the patient¿s femur, we noticed that it was broken and that a piece of it remained deep in the bone.

Event description:
When retrieving a pin 3.2x140 ref143140, lotw53705 from the patient¿s femur, we noticed that it was broken and that a piece of it remained deep in the bone.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that the bone pin broke while removing from the patients femur. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no w53705 and accepted into final stock on 11/07/2017. No non-conformances were identified during inspection. Complaint history review: conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.